Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The cause traced to device design conclusion code was selected based on the observation of wrinkled/bunched insulation and offset rs- coils - which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to difficulty extending helix. This lead was never in service. No adverse patient effects were reported.